Event description:
It was reported from the patient's provider that patient underwent sleep study and it was found that patient shows severe obstructive sleep apnea thought to be in part due to the vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.